Manufacturer narrative:
Nah6: investigation conclusion code 4311 was removed. H6: component code 4755 added.

Manufacturer narrative:
Date of event, implant date: estimated dates. The unique device identifier (UDI) is unknown because the part number and lot number were not provided. The device was not returned for analysis. A review of the lot history record could not be performed due to unknown lot information. Additionally, a review of the complaint history could not be performed due to unknown lot information. Based on the available information, a cause for the reported incomplete coaptation could not be determined. The reported tissue damage appears to have been a result of procedural conditions, as it was reported that the clip removal resulted in the leaflet tear. The reported patient effect of tissue damage as listed in the mitraclip system instructions for use, is a known possible complication associated with mitraclip procedures. The reported hospitalization and surgical procedure were results of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design or labeling. The additional mitraclip device referenced is filed under a separate medwatch report number.

Event description:
This is filed to report recurrent mitral regurgitation, tissue damage, surgical intervention, medical intervention, and prolonged hospitalization, it was reported in an article review that this was a mitraclip procedure to treat mitral regurgitation with a grade of 4. It was noted ischemic cardiomyopathy, markedly reduced left-ventricular function, and a bi-leaflet prolapse. One clip was successfully deployed, reducing mr to 1. Then 11 months later, the patient was readmitted for recurrent mr grade of 3. One additional clip was implanted; however, mr was not reduced. Therefore, surgery was planned. It was discovered that the additional clip became detached from the posterior leaflet but remained attached to the anterior leaflet (single leaflet device attachment/slda). During removal of the slda clip, the anterior leaflet became damaged. The tissue damage was repaired by a suture. Additionally, the patient underwent aorta replacement and pre-existing tricuspid regurgitation was treated with an annuloplasty ring. Nine days post-surgery, the patient was discharged to a rehabilitation facility. Then approximately four months later, a follow-up revealed that the patient is in good condition with an mr grade of trace. No additional information was provided.